Manufacturer narrative:
Qc recovery was acceptable on the date of the event. The centrifugation time was insufficient according to the tube manufacturer's recommendations. The field service engineer cleaned and performed adjustments of the sample probe. Based on the data provided a clear root cause could not be identified. A general instrument or reagent problem could not be identified.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable cea elecsys e2g 300 and ca 19-9 elecsys e2g 300 results, for the same sample, from the cobas e 801 module. The cea results are as follows: initial: < 0.3 ng/ml. Repeat: 8.62 ng/ml and 7.86 ng/ml. The ca 19-9 results are as follows: initial: 3.35 u/ml. Repeat: 104 u/ml and 108 u/ml. The questionable results were reported outside the laboratory. The cea elecsys e2g 300 lot number is 37702800 and has an expiration date of 31-may-2020. The ca 19-9 elecsys e2g 300 lot number is 37503100 and has an expiration date of 30-jun-2020.